Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019. The manufacturer¿s field service engineer (fse) confirmed unit does not operate on battery, unit would not shut down after one minute, and unit did not recognize the (o2) oxygen sensor during (est) extended self-test. The fse replaced the backup battery provided by customer to resolve the problem. Customer did not want the external battery connected. The fse installed a new power cord and (ac) alternating current relief. The fse replaced the o2 sensor.

Event description:
The customer reports unit does not operate on battery, unit would not shut down, and (o2) oxygen sensor did not work during extended self-test. There was no patient involvement.